Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the left ventricular lead "failed." No further information could be obtained if the lead failed to be implanted during a procedure or if the lead failed while in use. The lead was returned to the manufacturer. No patient complications have been reported as a result of this event.